Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found cracking at the right plunger case. A review of the pump event history log was performed and found check clutch/plunger to have been recorded, as well a motor rate error. Functional testing was performed, and the reported issue of check clutch/plunger was replicated; however, the motor rate error could not be replicated. Abnormal wear was noted on the clitch halves, which may have led to the observed error. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.